Event description:
It was reported that the user experienced high blood glucose after eating cereal and a cookie without announcing the meal while using an ilet system with a dexcom g7 continuous glucose monitor (cgm) and an inset infusion set, which constitutes an improper user procedure involving the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper or incorrect method related to meal announcement and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.